Event description:
A purchaser reported that at the time of intraocular lens (iol) implantation, when the lens package was opened, it was already verified that the lens was damaged and strap was broken (broken haptic). Therefore, the surgery was not completed and the patient was left aphakic and another lens was implanted after three days. The surgery was a success.

Manufacturer narrative:
The product was returned. One haptic is broken off with a piece of lens material and returned loose in the lens case. The optic is broken and crushed by two posts in the lens case. All product and batch history records are quality reviewed prior to product release. The lens was damaged. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. Photos were available in the file. Two photos showed the carton (edge and posterior). Two photos displayed the lens in the same position. The lens was shown outside the well area of the lens case base, positioned posterior surface up. One haptic was broken from the optic. This haptic was also in the photo placed next to the lens. There appeared to be a portion of optic material at the gusset area of the broken haptic. The optic appeared crushed in the area where the broken haptic insertion area would have been located. Another area of the optic edge also appeared crushed. A light source glare was observed on the optic. It cannot be verified from the photos if viscoelastic was present on the lens. The manufacturer internal reference number is: (B)(4).